Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the insulin pump alerted check bg now and unable to clear the alert. Customer¿s blood glucose was unknown at the time of incident no troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained end cap sticker, stained address/serial number label, minor scratched and cracked display window.